Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced an intermittent out of range signal. The complaint device was returned for evaluation and passed external visual inspection. However, the device failed global transmitter functional testing. The customer complaint of an intermittent antenna icon was confirmed. The root cause was determined to be a defective transmitter. No additional patient or event information is available.